Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone call that the up button was not working on the insulin pump and so they cannot change the reservoir. The customer¿s blood glucose level was 254 mg/dl. The customer also reported that the time was moving forward. The customer was advice to discontinue use of the insulin pump and revert to backup plan per. The device will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. No button error alarm noted during testing. Device had unresponsive all buttons due to unlocked lcd keypad connector.